Event description:
It was reported that during the attempt to introduce the stent into the microcatheter, it was verified that the delivery system advanced, but the stent got stuck at the entrance of the microcatheter, damaging the mesh and obstructing the microcatheter. The devices were replaced, and the procedure was completed successfully. There was no patient injury. The patient outcome was reported as great. When the device was received and analyzed, it was found that the catheter shaft exhibited incomplete flaring with exposed braid at the hub transition.

Manufacturer narrative:
The investigation found the stent returned detached in the hub of the microcatheter with a kinked proximal flare, which is consistent with the alleged product issue. Further inspection of the microcatheter found the lumen to not be fully flared at the hub joint with the lumen coil exposed, which would have resulted in the advancement issue encountered during the reported event. The exposed braid was observed to be protruding into the lumen. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed braid and lumen flaring issue, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.